Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Device data was sent for analysis which confirmed the bd code was due to excessive magnet use. The battery has been recovering since that time. No adverse patient effects were reported.